Event description:
The physician claims that during an unspecified grafting procedure, the graft "fell apart" while suturing. The device used was identified as a 6 mm ringed graft, the upn and batch numbers are unknown at this time. Additional information has been requested, and the event is being investigated.

Manufacturer narrative:
Being investigated. Additional information is being requested of the physician. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report.